Event description:
Patient had been receiving chemotherapy as an outpatient through a right subclavian mediport. The patient presented to interventional radiology for the retrieval of a broken mediport catheter which had lodged in the pulmonary artery.